Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a patient that underwent a tha surgery in 2006, experienced a fall on the (B)(6) 2024, in which an spartacus stem fractured. A revision surgery was performed on (B)(6) 2024 to address this adverse event. Competitor implants were used. The patient's current health status is unknown.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Corrected data: d4 (catalog number, UDI number, lot number), d9 (explant sent to the manufacturer on 16-jun-2024). G1: implantcast gmbh is the legal manufacturer of the product. The alleged sample has been shipped to their facility for analysis. Please find below the relevant excerpts from their investigation. As such, s+n considers this complaint as non-reportable pursuant to 21cfr803. The alleged device was sent to the manufacturer for evaluation. A review made by implantcast gmbh revealed that the shaft is broken in the neck of the stem. The femoral head is still firmly connected to the stem. The stem surface shows white deposits, which are probably bone, as well as scratch marks. These were probably caused by the explantation. Neither the distal nor the proximal fracture surfaces of the stem show any typical features such as a fisheye or ridge lines, which could have been used to clearly determine the origin or type of fracture. However, a clue to the formation of the fracture is provided by the visible matte area, which is present on both fracture surfaces. Tissue has already settled there, indicating that a crack must have formed in this area before the break occurred. Isolated lighter or shiny spots on the fracture surfaces are likely the result of the surfaces rubbing against each other. The clinical/medical investigation team concluded that as the explants were forwarded to implantcast for a thorough evaluation, no further medical investigation is warranted at this time. Should additional information/confirmation of explantation of s+n implants become available, the clinical/medical investigation may be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. No information was found indicating that inadequate instructions for use or surgical technique were causally related to the described event. A historical review concluded that there are no prior actions related to this product and event. A definitive root cause for the reported issue could not be established. Nevertheless, it was mentioned that the patient sustained three dislocations (in 2019, 2022 and 2023) during the implantation period. The first two were addressed with closed reductions, while the third was addressed via revision surgery. It is likely that the dislocations caused damage to the stem which contributed to the fracture and possibly originated the initial crack. It is off to note that the surgical report of the revision also indicates that the patient lost control of his right hip and fell. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.